Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement articulating arm shipped to site 07/08/2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site that their navigation system articulating arm that would not tighten properly. The issue was noted during set-up for a procedure. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.